Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarms after battery change. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear and rewind the insulin pump. Customer states alarm was recurring during normal insulin pump use. The device will be returned for analysis.